Manufacturer narrative:
The customer noted that the source of the leak was the wash buffer tubing. The customer was able to replace the tubing and correct the issue. Service was not dispatched for this event. Root cause for this event was hardware, the wash buffer tubing.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak from unicel dxi 800 access immunoassay analyzer. There was no report of injury to the user.